Manufacturer narrative:
Initial and final MDR 1882104 - device 3 of 3. Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion set cannula were kinked within 3 or more hours after insertion on (B)(6) 2024. The infusion set was inserted at abdomen. The infusion set in use for 9.5 hours approximately to less than 24 hours. The customer's blood glucose at time issue noticed approximately 340 mg/dl. The customer regularly rotates site location and confirmed that the introducer needle was ahead of the cannula prior to insertion. The customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.